Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported foot retraction difficulty; however, the difficulty to remove and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with an 8f sheath after an atrial fibrillation ablation procedure. Reportedly, the proglide footplate would not close after suture deployment. The proglide was difficult to remove. The footplate was manually closed from inside the device. The device was removed without issue. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.